Manufacturer narrative:
This supplemental report is being submitted to provide corrected data based on the information supplied by the customer. Please refer to the following sections for the new information: d9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the noise on the image was caused by a faulty patient board set. There has since been a redesign to prevent further occurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of rear panel connector defect was not confirmed. In addition to a noisy image with vertical lines and dark areas finding which likely was due to a result of mishandling, the additional evaluation findings are as follows: connector dirt, front panel deteriorated, top cover deteriorated, chassis deteriorated, and due to poor contact of printed circuit board, the image was interrupted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center rear panel connector defect. There were no reports of patient harm. During evaluation of the returned device, it was found that there was a noisy image with vertical lines and dark areas and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.